Event description:
A consumer reported stimulation wasn't working. The consumer stated they went through a manual to see if they could figure out what was wrong with it, and found a couple of tables and pictures that described what she saw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.